Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a tego¿ connector where it was reported that when connecting the dialysis lines to the catheter branches, the tego cap did not occlude, and the blood leak and air entered in the catheter branch. The branch was clamped before the air could reach the patient. The event occurred during patient use while the tego was being disconnected; thus, there was patient involvement and unknown adverse event/human harm. The problem occurred with 2 tegos while the tegos were connected for 2 days, the procedure was hemodiafiltration (hdf) post-dilution. No defects were observed with the tegos or the packaging before the use, installation date was on (B)(6) 2025 and the devices were disconnected on (B)(6) 2025, the disinfectant used was chlorhexidine. The patient information is: f, 32 years, 48,3 kg, there was no delay in the treatment, no medical/surgery intervention was required, there was blood loss less than 50ml, the patient was not harmed.

Manufacturer narrative:
Received one (1) used d1000 tego connector for inspection. No defects or anomalies noted. The tego was accessed with a male luer. The internal seal walls were found to be buckled. The tego was leak tested per product specifications. There was no leakage. The reported complaint was unable to be confirmed. The probable cause of the internal seal walls buckling is unknown. The device history review (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint.